Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 6/7/2017 returned test strips produce high readings. Most likely underlying root cause of high readings is due to improper storage: vial left open for an extended period of time. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6)2017, a back to back blood test was performed by the customer fasting and produced test results of 330 and 286mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is one month ago. The meter memory was reviewed for previous test result history: a 155mg/dl, (B)(6)2017 07:52 am, fasting: yes. A 246mg/dl, (B)(6)2017 12:16 pm, fasting: yes. A 146mg/dl, (B)(6)2017 06:00 pm, fasting: yes. A 150mg/dl, (B)(6)2017 08:44 am, fasting: yes. A 142mg/dl, (B)(6)2017 08:20 am, fasting: yes.